Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B) (6) 2010. According to the complainant, during the procedure, several fluid loss alarm messages were generated, a cervical leak occurred. The rate per minute of each fluid loss alarm has not been provided. The patient was not described as difficult to dilate and did not have a loose cervix. The physician dilated the cervix between 8mm and 10 mm. The procedure was aborted. According to the complainant, during a follow up medical examination with the patient dated (B) (6) 2010, the physician noticed a burn located on the vagina and a second burn on the cervix. The burns were classified as first degree in severity with minimal sloughing of the mucosa. The approximate size of each burn has not been provided. The physician treated the affected areas with silvadene cream. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The product has not been returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.